Event description:
It was reported that the device had a white screen and locked-up. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported lock-up failure. Physio updated the device software and observed proper device operation through functional and performance testing. The device was returned to the customer for use.